Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) patient (B)(6) with significant co-morbidities underwent cardiac catheterization and closure of a pda with an avpii. The patient experienced an episode of severe hypertension after which it was noted that the avpii had embolized to the pulmonary artery. The device was retrieved percutaneously and the patient was referred for surgical ligation of the pda. One cd with angiographic images and a cath report were provided. The angiograms were of good quality. The pda was long and tortuous and measured about 8mm at its origin from the aorta to about 3.5 mm in its narrowest dimension. A 6mm avpii was attempted. The initial position of the avpii was unsatisfactory as it appeared to be pulled into the ductus and was re-positioned a few times. Despite the manipulation, the final position showed its location pulled into the pda quite a bit. The angiograms revealed no shunt and the device was released. Shortly after release, the patient experienced an episode of significant hypertension. A quick fluoroscopy scan was performed and revealed that the avpii had embolized into the right pulmonary artery. The avpii was retrieved percutaneously and the patient was referred for surgical closure of the pda. According to aga's medical consultant the following conclusions were drawn: the use of an avpii to close a pda represents off-label use. An amplatzer duct occluder would have been more appropriate considering the patient's weight and anatomy of the pda. The avpii was pulled significantly inside the pda and when the patient experienced a hypertensive episode, it embolized into the pulmonary artery. Although the avpii was deployed in the narrowest part of the pda, no constriction of the waist or the disc was observed. This suggests that perhaps the pda was larger than anticipated.

Event description:
According to the initial information received, a 6mm amplatzer vascular plug 2 (avp2) was attempted (B)(6) 2011. Approximately 15 minutes post-implant and during recovery from anesthesia, the patient became hypertensive, transient bradycardia was observed and fluoroscopy revealed the avp2 had migrated to the rpa. The avp2 was snared then percutaneously retrieved and the patient's pda was surgically repaired. When the avp2 was removed, a hole was noted on the center portion of the device unrelated to it being snared. The patient's condition was stable.

Manufacturer narrative:
The amplatzer vascular plug ii (implant only) was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed; the hole noted in the event description is inherent to the design of the device. The device was loaded and deployed from a test avp2 loader without any deformities. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the migration remains unknown.